Event description:
Information received does not address the patient's clinical status but notes that when an autocapture test was being performed, a message that telemetry was interrupted and the test was cancelled appeared on screen. Attempts to restore telemetry by using a different wand, programmer and location were unsuccessful. Test results did not appear on screen, but were successfully printed and displayed as normal. The physician will try the autocapture test at the next visit.